Event description:
The advocate called on behalf of the customer. The customer had a new contour meter and microlet2 lancing device, and the advocate wanted assistance with using those devices. Customer service explained the use of the lancing device and the customer was able to obtain a blood sample. The advocate then attempted to replace the cap on the end of the lancing device, and she received a needlestick with the used lancet. The advocate stated that she had received accidental needlesticks before when assisting the customer and that she felt fine. No other information was provided. A new lancing device was sent to the customer.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it's not possible to determine a manufacture date.